Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, a link break occurred with a pro glide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the taa was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported link detachment was confirmed with a posterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: correction of lot number, expiration date h4: correction of device mfg date.